Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use as the unspecified pilot guide wire was placed in the left subclavian artery for wire retention technology; thus over time resulting in the guide wire to break in the approximately 10 years post procedure. It should be noted the hi torque pilot guide wire instructions for use states: intended to facilitate the delivery of catheter-based interventional devices during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The deviation of the instructions for use possibly caused/contributed to the reported difficulties; however, a follow-up letter will not be required as this complaint derived for an article with no specific physician contact information. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: article, titled "long term follow-up results of patients received cardiac resynchronization therapy with guidewire retention technique" b6 - estimated dates. D4: the UDI is unknown as the part and lot number were not provided. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported in a retrospective analysis of patients who underwent cardiac resynchronization therapy (crt) by implanting a pacemaker/defibrillator using a guide wire retention technique. A pilot guide wire was placed in the left subclavian artery for wire retention technology. In the approximately 10 years post procedure follow-up, the pilot 50 guide wire was noted to break; however, no complications were reported to be attributed to the guide wire break. There was no adverse patient effect and no clinically significant delay reported in the procedure. Additional information can be found in the article, "long term follow-up results of patients received cardiac resynchronization therapy with guidewire retention technique"